Event description:
It was reported that patient experienced adhesive issue event on (B)(6) 2026 as infusion set tape did not stick properly on the first day of insertion and the infusion set fell off after getting caught in clothes while changing.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.